Event description:
It was initially reported that the patient may have required physician mode resets (pmr). The company representative called to ask how many should be done. It was further reported that the company representative believed the patient's device was never re-started. The representative did not recall specific details. No further follow up can be done, as the name of the patient/physician is not available.